Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty loading the cartridge onto the pump. Customer's blood glucose level was 136 mg/dl. Reportedly, a new cartridge was able to be successfully loaded onto the pump.